Event description:
It was reported that 50 bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: during the filling of mfg lot#2003509 (sku 309703), it was noted several of the syringes were leaking.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 50 samples submitted for evaluation. The reported issue of leakage other was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or defects present. The samples were functionally tested, and no defect was observed. Bd could not determine a manufacturing related root cause since the defect was not confirmed. Production records were reviewed, and these batches met our manufacturing product specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2003509. Medical device expiration date: 30-nov-2026. Device manufacture date: 10-feb-2022. Medical device lot #: 2094381. Medical device expiration date: 31-aug-2026. Device manufacture date: 03-may-2022.

Event description:
It was reported that 50 bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: during the filling of mfg lot#2003509 (sku 309703), it was noted several of the syringes were leaking.